Event description:
Information received with return of the explanted device notes rib clavicle crush. The lead dislodged when the associated lead was explanted. The patient had presyncope and palpitations.